Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a voltage drop of the 5v power supply. The investigation showed that the 5v power supply voltage dropped down resulting in activation of the voltage monitoring circuit. Activation of the monitoring circuit prevented the central processor unit (cpu) on the printed circuit board (pcb) from booting. The root cause for this voltage drop was a contact resistance at the power connector or at the fuse holder of the pcb. The affected part has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no fluoro and acquisition were available and an error message was received. A system restart was attempted, however, it did not resolve the issue. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.